Manufacturer narrative:
(B)(4)

Event description:
According to the reporter, two of the 10mm endocatch bags break/tear on a lap chole. They solve the issue by using an another bag and make bigger the trocar. Consequence : surgical tools extracted through a not tight way.